Event description:
The pt's catheter was found to be fractured. During the revision surgery when the hcp removed the distal catheter anchor, the distal catheter segment went back into the intrathecal space to a level/location that the hcp could not reach. The catheter segment, approx 10 cm, could be seen under fluoroscopy. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.